Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c (501) module. The sample initially resulted in a sodium value of 119 mmol/l. The customer repeated testing of the sample since the initial value was flagged as critical in the customer's laboratory information system. The sample was repeated, resulting in a sodium value of 134 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The field service engineer performed multiple actions, including replacing the main pump head and a damaged sampling syringe. Syringe seals, reagent probes, and syringe assembly were replaced. A clotted bath filter was cleaned. Pump pressures were adjusted. The mixer was adjusted. Mechanism checks, air purges, and a cell blank measurement were performed. The system was decontaminated. Kinked tubing and a flared connection were found and these were corrected. Valves were replaced. Fluidic pathways were flushed and blockages were cleared. Plastic was found entering the system from the customer's water system. The system was decontaminated again. Vacuum tubing was replaced. A pressure sensor was replaced. The degasser was replaced. Kinked tubing was replaced. The incubation bath and reaction parts were cleaned. The cuvettes, lamp, and heat cut filter were replaced. Worn vacuum diaphragms were replaced. The entire vacuum system was rebuilt. Squeegees on the cell rinse mechanism were replaced. Nozzles were adjusted. Performance checks, precision checks, and a cell blank measurement were performed. Precision studies passed. The customer did not report any further issues. The investigation determined the service actions resolved the issue.